Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The fibrotic target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. A 2.50x24mm promus element drug-eluting stent was deployed to treat the lesion at 12 atmospheres. However, following post-dilatation, a dissection at the proximal edge of the implanted 2.50x24mm promus element stent was noted. Subsequently, a 2.75x12mm promus element stent was deployed, overlapping the previously implanted 2.50x24mm promus element stent to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.